Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the complaint of the proximal portion of the reliant catheter of the balloon being wider and not able to be inserted through a 12fr sheath could not be confirmed as the proximal portion of the reliant catheter was able to be partially inserted through a 12fr sheath however, as the balloon was unable to deflate the rest of the device could not pass. The crystalized material within the balloon may have caused the lumen to be blocked not allowing for inflation or deflation of the balloon. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant balloon was used for modelling of a stent graft. It was reported that the physician initially advanced the reliant balloon catheter in one of the iliac axis of the patient in through an 18fr sheath and no issue was experienced. The reliant balloon was deflated and attempted to advance the reliant balloon in the other iliac axis through a 12fr sheath however the reliant balloon would not advance through the 12fr sheath. The physician inspected the reliant balloon and it was completely deflected and tried again but the problem was the proximal portion of the plastic catheter of the balloon was wider and was not able to be inserted through the 12fr sheath. Another reliant balloon was selected and successfully advanced through the 12fr. Sheath without issue. The physician stated that the cause of the event was related to the device. No additional clinical sequelae were reported and the patient fine.